Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, during the right superior pulmonary vein (rspv) approach, a "clean ring" was not formed. The catheter was removed, and the nose was found to be bent and had become distorted. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: an image file and the pscc100 loop catheter with lot number 0012630469 were returned and analyzed. The image showed a used pulse field ablation catheter; the lot and serial numbers were not visible. The catheter tip appeared to be bent. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the spiral array segment, the guidewire lumen was observed to be kinked at the distal tip. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen, the slide control function remained stiff, limiting its full range of motion. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the reported array kink was confirmed during analysis. The loop catheter failed the returned product inspection due to the array kink and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later noted that the "nose" did not refer to the electrode. Tortuosity referred to the bending of the nose. The "clean ring" referred to the circular shape of the ring.